Manufacturer narrative:
The subject product was found to produce straight shots due to a broken tip. It appears that the tip was exposed to some type of excess force causing it to break.

Event description:
Device was initially reported as being broken and had been in the field since 7/6/05/ upon receipt and preliminary evaluation on 5/23/07, device was found to have a broken tip, which produces straight shots, making this a complaint and MDR reportable event.